Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, an explanted generator and lead were received. It was later found that the patient had passed away. The date of death and cause of death are unknown. An analysis was performed on the returned lead portion. A large portion of the lead assembly (body) including the electrode section was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. Based on the findings, there is no evidence to suggest an anomaly with the returned portion of the device. In the pa lab, the generator output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.983 volts, shows an ifi=no condition. There were no performance or any other type of adverse conditions found with the pulse generator. Attempts for additional relevant information were unsuccessful to date.